Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had high blood glucose recently due to kinked cannulas. The blood glucose reading was 600 mg/dl. The caller also reported that the customer had been sneaking snacks at night. The caller declined troubleshooting.